Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device cannot be used after a power failure. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by authorized service provider. Based on the information available and the testing conducted, the cause of the reported problem was caused by the faulty battery. The reported problem was confirmed. The device was operational after replacing the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.